Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation, the device's display screen was found to be physically damaged and unable to be read. The device's lcd screen needs to be replaced. No components were replaced. The device was scrapped.